Event description:
It was reported that during a pta treatment procedure to dilate a lesion in the abdominal aorta, removal difficulties were encountered. The pt was asymptomatic during this event. The balloon catheter had been successfully advanced through a stent in a somewhat tortous iliac artery to the target lesion and inflated several times. When the physician attempted to remove the balloon, resistance was encountered and the balloon became caught on the stent. A portion of the balloon material detached. Retrieval of the detached portion was attempted, but complete removal of the material was unable to be confirmed on the x-ray. No further intervention was performed and the pt is reported to be 'in good condition' following the procedure.